Event description:
The bed alarm failed to alarm in 2002. The pt was found on the floor by the nursing staff after hearing the fall. An alarm also did not appear on the executone nurse call/locator printout. The pt expired 2 days later. In the list of the physician's discharge diagnoses, he listed "suspicion of subdural hematoma from fall" as one of the diagnoses; however, it is unclear whether the fall actually contributed to the outcome. Pt had a history of unstable angina, hypertension, and severe multi-vessel coronary artery disease.